Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery, they noticed that haptic was broken. There was no patient contact. Procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the IFU. The viscoelastic indicated is not qualified for the lens/company injector combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. The account indicated the product was not available to evaluate. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).